Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and replace battery now alarm. Customer¿s blood glucose level was unknown. Customer stated that pump went dead this morning changed battery and still nothing. Troubleshoot was performed for replace battery now alarm. Customer stated that they did receive a low battery alert prior to the replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. The customer was assisted with troubleshoot and customer reports display is blank. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment and spring was corroded. Customer states after inserting battery alarm did not display on the pump screen. The customer stated that noticed a crack on the pump by the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm, power loss alarm or blank display noted during testing. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.